Event description:
On (B)(6), 2010, the pt was implanted with two gore tag thoracic endoprostheses to treat a descending thoracic aortic aneurysm. Calcification and stenosis were noted within the right common iliac artery (diameters ranged between 12 mm and 14 mm). A conduit was not used. The 24 fr gore dryseal sheath was inserted through the right external iliac artery (diameters ranged between 7 mm and 9 mm). The tag devices were placed without incident, however, the right external iliac artery ruptured upon removing the sheath. The pt was stabilized and the iliac vessel was repaired using a surgical graft. Multiple transfusions were required during the surgery (total blood loss was about 12 units). Upon completion, the pt was transferred to the intensive care unit in stable condition. The pt was stable upon discharge from the hosp on (B)(6), 2010. The physician will continue to monitor the pt.

Manufacturer narrative:
Device lot/serial numbers are not available to conduct a mfg records review. A mfg records review was not conducted.